Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited increased threshold. The lead was explanted on (B)(6) 2014. There were no consequences to the patient.